Event description:
"Caller alleged discrepant results compared with the lab and poc monitor. Results as follows:" date: (B)(6) 2015, inratio: 3.5, lab: 5.5, nurse's poc monitor: 5.8; (B)(6) 2015, 1.4, ---, 2.1. Patient self tester's therapeutic range: 2-3. The patient self tester's finger was being milked after the fingerstick; monitor was not in the correct mode when fingerstick was being performed and sample was not applied immediately after the fingerstick.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Improper techniques were identified in the complaint. These cannot be ruled out as a possible root cause for the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.